Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about four days after the cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the patient experienced left anterior chest wall hematoma, with reported left shoulder and chest pain, swelling, and tenderness. The patient was also mildly hypotensive and "enemic". Hospitalization, with intravenous (IV) saline and blood transfusions, was necessary; the device remains in use. The patient was a participant in the electrocardiogram (ECG) belt study. No further patient complications have been reported as a result of this event.